Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call damage to the insulin pump reservoir tube lip. The customer¿s blood glucose was 9.0 mmol/l at the time of incident. Customer reported crack on the insulin ;ump reservoir tube lip and they were not able to lock the reservoir in place. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and broken battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).